Manufacturer narrative:
Correction to h8 field - updated to initial use of device the probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
As of the date of this report, the clip applier has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip applier would not release the clips properly. The intuitive surgical, inc. (Isi) clinical territory associate (cta) believes that the issue may be user induced as when the surgeon installed the clips, they had no issues. The customer was done using the clip applier by the time the cta called. The tse asked which arm the clip applier was installed on, and the cta believed the instrument was installed on universal surgical manipulator (usm) 3. The user completed the procedure, and no known impact or patient consequence was reported.